Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. She was (B)(6) at the time of insertion. In (B)(6) 2012 the consumer experienced pain in pelvis, irregular bleeding or breakthrough bleeding, nausea, tiredness, mood swings, memory loss, concentration problems, brain fog, swollen abdomen, hair problems, vaginal secretion, and tinnitus. On an unspecified date, she presented with allergic complaints in eyes, pain during ovulation, pain during coitus, pain in leg, pain in abdomen, and pain in head. The influence of essure in her daily life included work-related problems and relation and/or family problems. She had an echography for essure position control without any abnormal findings. On (B)(6) 2016 essure was removed and bilateral salpingectomy was performed as well. However, during removal one side showed it was gone too far. The consumer was recovering. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted. Almost 4 years later, she underwent a bilateral salpingectomy and essure devices were removed. During removal, one side showed it was gone too far (interpreted as device dislocation). Device dislocation is listed in the reference safety information for essure. Although the exact date and mechanism of this device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
A quality-safety evaluation was received on 15-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-sep-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 734 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted. Almost 4 years later, she underwent a bilateral salpingectomy and essure devices were removed. During removal, one side showed it was gone too far (interpreted as device dislocation). Device dislocation is listed in the reference safety information for essure. Although the exact date and mechanism of this device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.